Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. The returned unit passes all required functional and performance specifications. The root cause may be related to user error.

Event description:
A mayfield skull clamp was involved in a slippage during a patient procedure. The reporter described the incident as, during the procedure the clamp slipped. The incident did not cause any injury to the patient. The nurse reminds surgeons of the importance of checking that the correct pressure is exerted on the units before procedures are begun. She will continue to re-enforce pressure checks prior to and during surgery with physicians. Additional clinical information has been requested, the integra-life sciences medical affairs department wants to ensure that our product is being appropriately applied and used. Therefore, the integra-life sciences sales representative has been instructed to provide in-service training to the surgeons and staff who use mayfield skull clamp.